Event description:
Boston scientific crm received information that during a normal pacemaker replacement procedure, it was decided to also explant this chronic right atrial (ra) lead due to previous performance related to threshold and capture concerns. However, during extraction in situ, it was realized that this lead was a passive fixation model, and the lead broke. It was reported that the distal portion, including the ring and hook of the lead, remains embedded in the atrial tissue of the patient. The remaining portion of the lead body was explanted and discarded. The patient remained hospitalized overnight for monitoring, and was discharged the next day. An echocardiogram upon discharge confirmed no further adverse effects.

Manufacturer narrative:
The remaining lead portion was explanted and discarded. Should additional information become available, this report will be updated.